Manufacturer narrative:
The customer found a disconnected sweep flow line to the foam trap. He reconnected the line to the foam trap and the instrument ran without any leaks and error messages. The field service engineer (fse) evaluated the instrument on 07/23/2015 to verify instrument functionality. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer observed a fluid leak of 40 cc from a coulter lh 500 hematology analyzer after startup. The leak was not contained within the instrument and non-numeric results for high vacuum were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.